Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted for therapy optimization purposes. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a movement artifact. Boston scientific technical services (ts) was contacted, and ts helped troubleshoot. Ts was later contacted again for programming suggestions because r-waves were too low, and auto set-up was not passing in any vectors. Chest x-rays were performed the month before when smart pass had been disabled, and the physician felt s-ICD system placement was the same as at implant. The s-ICD was re-programmed to a secondary sensing configuration and tachy therapy programmed off. They plan to re-evaluate and possibly change to a transvenous system at a later date. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted for therapy optimization purposes. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field d4: model number. Updated the model number to 3010. Correction to field g1: manufacturer address.